Event description:
Customer reported: product concern ticket number: (B)(4) , date of incident: (B)(6) 2023 concern description: do not want this product ordered again, due to multiple reports of needle stick injuries due to needle going through safety cover and when recapping after drawing up vaccine before administering the vaccine.

Manufacturer narrative:
This report was initially submitted on 07/26/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct date of event and report type - adverse event and product problme provided in the initial MDR [3014312726-2024-00283]. The previously reported was incorrect. The correct date of event is 20-june-2023 and the correct report type is product problem only. Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. Due to unavailability of batch number, the investigation couldn't able to conclude. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.